Event description:
Reportedly, the device cannot be programmed in bipolar mode.

Manufacturer narrative:
Review of provided patient file dated of (B)(6) 2023, led to the following observations: - since (B)(6) 2023 (date of the device implantation with rv lead already implanted), rv lead impedance, in unipolar settings, was measured around 500 ohms - on (B)(6) 2023, rv lead impedance, in bipolar settings, was measured > 3000 ohms. When impedance is measured > 3000 ohms, the device don¿t allow to set bipolar for ventricular pacing. The origin of the high ventricular lead impedance, in bipolar, could not be determined with certainty. It could result from a connection issue between the v lead and the device or a v lead issue.

Event description:
Reportedly, the device cannot be programmed in bipolar mode for stimulation